Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found that the analyzer alarms were caused by bubbles in syringe barrels. He also found there was possible contamination in the flowpath of ise 1 and 2. He replaced the sodium electrode and decontaminated the upper flow path. He performed over 150 ise checks and a calibration successfully. The customer performed patient correlations. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 8000 cobas ise module (double) analyzer. One example was provided. The initial sodium result was 155 mmol/l and the repeat result was 137 mmol/l. The initial potassium result was 4.7 mmol/l and the repeat result was 4.2 mmol/l. The initial chloride result was 117 mmol/l and the repeat result was 102 mmol/l.